Manufacturer narrative:
Update (B)(6) 2018 patient specimens were tested using a retained kit of lot 85432li00 and not the complaint lot 83134li00 because the complaint lot was expired when the specimens were received. Lot 85432li00 was not a complaint lot. Method code 11 was replaced with code 4101 as the complaint lot was not used to test the returned patient specimen. A different retained in date lot was used for the patient specimen test.

Manufacturer narrative:
Update october 30, 2018 patient specimens were returned, however the product was not returned. Patient specimen (sid (B)(6)) was tested using a retained kit of complaint lot 85432li00 and nonreactive results were repeated (0.12 s/co). The specimens were received on october 2, 2018 after the lot expired september 8, 2018. Hiv-1 and hiv-2 western blot results for the specimen were indeterminate. Hiv-1 western blot lav blot I method showed weak bands p68/66 (pol), p55 (gag), p40 (gag), p24/25 (gag), p18/17 (gag) and hiv-2 western blot new lav blot ii method showed 1 band at p26 (gag). Innotest hiv ag mab method was nonreactive (0.040 using cutoff 0.106). Prism hiv ag/ab combo method was reactive (1.40 s/co, cutoff 1.00 s/co).

Manufacturer narrative:
Additional information from the customer indicated the transmission of infection from the mother to the child during pregnancy was likely. The mother was positive and was confirmed using the architect method, however no specific values were provided. The child was on anti-viral treatment. The treatment given was not provided, dates of treatment were not provided. Subsequently, no viral load was detected in a sample from the child. Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, and accuracy testing. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. External commercially available seroconversion panels (zeptometrix hiv 9016 and hiv 9018) were tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified and no product deficiency was found.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 4j27 that has a similar product distributed in the us, list number 2p36. This issue was previously reported under MDR number 3002809144-2018-00064. An evaluation is in process.

Event description:
The customer observed (B)(6) results while using architect hiv ag/ab combo reagents. The following data was provided. Initial (B)(6), repeat (B)(6). Results using the architect method at another facility (ch necker) using a different reagent lot were also (B)(6). Other methods were (B)(6) including vidas quick (B)(6), liaison xl (B)(6), western-blot (B)(6), traces of p40 p52 p68, shadow of gp160), and (B)(6). The patient is a (B)(6) month old child whose mother is (B)(6). No results values were provided for the mother. The customer stated both the patient and the mother have (B)(6) viral loads. No impact to patient management was reported.